Event description:
It was reported that while malleting the cage the threads of the inserter guide inner shaft broke. They were able to be removed from the cage and the second inserter guide inner shaft was used to finish th procedure.

Manufacturer narrative:
Lot# 143459; visual inspection; device history review; complaint history review; risk . Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Fracture was confirmed via visual analysis. The plausible root cause of the reported event is due to the overload of applied cantilever force.

Event description:
It was reported that while malleting the cage the threads of the inserter guide inner shaft broke. They were able to be removed from the cage and the second inserter guide inner shaft was used to finish th procedure.